Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the digital pcb assembly had caused excessive current leakage, which depleted the device's internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on.   Further inspection revealed that the vlcd voltage line of the digital pcb assembly was drawing excess current; however, a component root cause could not be determined. The customer was provided with a replacement device.